Manufacturer narrative:
Patient demographics (age at time of event, date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. The cause of the revision surgery is mechanical loosening (too much play with the initial bearing) as stated in the event. The cause of the loosening is unknown without the device for evaluation. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that patient had a left total knee arthroplasty performed on (B)(4). 2014. The patella was not resurfaced at the time. The tibial bearing that was used was an ar-513-bj12 lot#113601230. The patient returned to the operating room (or) on (B)(4) 2015. X-rays were taken, but the procedure could not be determined until the patient was opened up. This was done to insure that all of the metal components were stable. Patient had too much play with the initial bearing. On (B)(4) 2015 an ibalance tka bearing, ar-513-bj14 was used to replace the smaller size bearing as well as a patelloplasty ar-504-psd0 lot #113601447. Explanted devices were discarded by the facility.